Manufacturer narrative:
D10): device was returned to manufacturer on 04 feb 2021. H3): device evaluated by manufacturer. H6): method, results and conclusions codes populated after device evaluation completed. Additional procedure detail: it was reported to the manufacturer that the rv lead was ultimately removed using a needle''s eye snare. Device evaluation: the tightrail device was returned to the manufacturer and the investigation was completed by a cross functional team on 17 feb 2021. The team confirmed that the device was subjected to heavy use due to the buildup of biologics seen within the device and significant heavy wear seen on the trigger tabs of the device, indicative of multiple actuations of the device occurring in an environment of resistance within the patient. The outer jacket of the device was wrinkled, with strong deep striation across the outer jacket, spanning 13 inches from the distal tip. The wrinkles and striation were likely caused by a combination of heavy biologics that had built up that were not flushed out of the device, combined with force placed on the device during use. While attempting to rotate the inner shaft of the device during the device evaluation, the shaft would not rotate. The shaft was sent to the failure analysis lab to determine what was inside the shaft, preventing it from rotating. X ray images were taken and it was discovered that the inner lumen of the shaft was herniated. The xray also revealed the presence of unknown objects within the shaft. The shaft was then dissected and a portion of the lead, the lead''s jacket and a portion of a spectranetics lead locking device (lld) were found within the shaft. The herniation of the shaft had collapsed the area around the lead remnant, the lld and heavy biologics present within the shaft. Once it herniated and collapsed, the shaft and blades of the device would no longer rotate. In the spectranetics tightrail instructions for use (IFU), 5. Precautions, states, in part: ". If unable to advance the tightrail sheath despite repeated activations of the dilating mechanism, consider an alternate approach. Be prepared to upsize to a larger tightrail sheath, move to another lead, try a femoral approach or consider an open procedure." And in 10.2 clinical technique, 11.d. When an obstruction is met and the tightrail sheath cannot be advanced, it states, in part: ". Use gentle pressure on the tightrail sheath to advance the device while squeezing the trigger to activate the inner shaft''s dilating mechanism.". The herniation of the device was determined to be caused by heavy use and the event was determined to be use error.

Manufacturer narrative:
Patient's date of birth unavailable. The manufacturer is anticipating the return of the device for evaluation, but has not received it at this time. Due to covid-19 concerns, it is anticipated that there may be a delay in the return of the device.

Event description:
On (B)(6) 2020, it was reported by the philips representative, who was not present at the procedure, that "the device did not work anymore, the blade could not be activated at a certain point during." On 21 sept 2020, the rep received further information regarding the procedure. A lead extraction procedure commenced to remove three leads: a right ventricular (rv), a right atrial (ra) and a left ventricular (lv) lead due to bacteremia and cied system/pocket infection. The physician was attempting to extract the dual coil rv lead in the rv after changing the ra lead, using a spectranetics tight rail rotating dilator sheath. When he was entering the ra in the attempt to free the rv lead, the tight rail device became stuck, and could neither move forward or backward. It was reported that the physician felt like the blade could cut but the device itself was stuck into the tissue. After pushing and pulling and trying to free the device, he was finally able to successfully remove the tight rail from the patient. There was no reported patient harm. This report is being submitted due to the potential of death/serious injury with recurrence. The manufacturer is anticipating the return of the device for evaluation, but it has not been received at this time. Due to covid-19 concerns, it is anticipated that there may be a delay in the return of the device.